Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the first day he was live with the insulin pump he had a low blood glucose reading of 50 mg/dl. Customer believes it was due to not eating enough or having active insulin in his body. Customer declined to speak to the helpline and will call back if the issue continues.